Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the correct lot number could not be provided. Based on available information, causes for the reported mitral regurgitation and heart failure could not be conclusively determined. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr), small coaptation length. One mitraclip (cds0701-nt, 100616r279) was implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2024, while hospitalized for a urinary tract infection (uti), pneumonia, and septic shock, worsening mr with congestive heart failure were also noted. There was no device malfunction reported.